Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart is reverting to the setup mode. On march 13, 2009, this medical affairs specialist contacted the pt to clarify information obtained during the initial call. The pt tests 3 times per day and controls his diabetes with novolin r and n. The pt takes set amounts of novolin n, 28u in the morning and 28u in the evening. The pt also takes novolin r based on a sliding scale per the lfs meter readings. The pt does not have a carbohydrate to insulin ratio. His insulin sensitivity is 100 point per 5 units of novolin r. In 2008 at 7am (unspecified day), the pt reportedly tried to test with the subject meter and could not. He said he wrestled with the reported issue for an hour before he began to developed symptom described as "shaky" at 8am. The pt administered self treatment with food and reportedly felt better after. The pt felt that if he was able to obtain his blood glucose at the time of concern, he could have prevented the aforementioned symptom by eating sooner rather than later. The pt's insulin regimen was not changed immediately prior to or after the reported incident. The reported issue was resolved during troubleshooting. This complaint is being reported because the pt claimed that he developed symptoms what can be suggestive of hypoglycemia after he was unable to test his blood glucose due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.